Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unexpected reset occurred. Reportedly, due to the reset, the pump history was noted to have been cleared. Blood glucose level was not impacted. Reportedly, the customer reloaded the cartridge onto the pump.

Manufacturer narrative:
The failure investigation has been completed and the alleged unexpected reset issue was verified. Based on the analysis, the alleged missing data could not be verified.